Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. The caller requested having the insulin pump replaced. The customer's blood glucose reading was 403mg/dl, and she was already treated with manual injections. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.